Manufacturer narrative:
.

Event description:
Update received via mw5057842 indicating that the patient has now been approved for a wheelchair.

Event description:
Update received via mw5063969 indicating that the patient is now being treated with a spinal cord simulator for back pain. The patient is also being casted for special leg braces.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient is experiencing knee pain and instability. Patient also alleges that implants feel loose.

Manufacturer narrative:
Device history records were reviewed and no deviations or anomalies were found. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The package insert states that joint instability is an adverse effect. This is therefore a known inherent risk of the procedure. A product history search revealed no additional complaints against the related part and lot combination. A definitive root cause cannot be determined with the information provided.